Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during in-coming inspection at distribution, a foreign material (kind of hair) was found within the sterile package. This was noticed in (B)(4) units.

Manufacturer narrative:
The inspection of the device provided could confirm the reported event. The manufacturer stryker instruments, cork confirmed that the size of the hair exceeded the permitted criteria. Ncs were already initiated for the previous complained events reporting the same failure (B)(4). The package returned to stryker instruments, cork will be retained to complete a device defect awareness training with the operators that did not detect the presence of the hairs in the packages when completing the inspection there have been multiple ncs for this issue type. Therefore it was escalated to a CAPA, which is still ongoing. Summarizing all facts the root cause can be attributed to a manufacturing (packaging) related issue.

Event description:
It was reported that during in-coming inspection at distribution, a foreign material (kind of hair) was found within the sterile package. This was noticed in 1 of 100 units.